Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Evaluation summary: the rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain. False empty detect and use error. Initial drain alarm setting inappropriately programmed. A device history review revealed no issues were related to the reported condition. Product surveillance spoke with the home patients peritoneal dialysis nurse (pdn) to relay the iipv found during evaluation of the home choice device as well as the probable cause. The nurse stated that she would contact the patient and verify that the settings were set correctly. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) log. On (B)(6) 2011, the drain volume was 5542ml during cycle one. No injury or medical intervention was reported.